Event description:
Device malfunction: premature deployment. Time of malfunction: before the procedure. Symptoms/ ae: na. It was reported that the absolute stent prematurely deployed outside of the body before the procedure. There was no patient involvement. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.